Manufacturer narrative:
Aso has evaluated unused returned product for adhesion properties. In addition, aso has reviewed records of biocompatibility tests and latex screening test on the adhesive. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that the bandage caused a mark on her skin and two infections.